Event description:
Bard power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle while patient while port was accessed and heparin locked. Resulted in immediate clamping and deaccess of port a cath to avoid complications.